Event description:
It was reported patient presented in clinic with symptoms of dizziness. It was discovered that the patient's right ventricular (rv) lead exhibited oversensing due to sensing lead noise, which caused pacing inhibition and dizziness. The rv lead was explanted and replaced. Patient was stable.